Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The occlusion test, prime test, and excessive no delivery alarm test could not be performed due to the alarm. The insulin pump was received with a broken reservoir tube lip, minor scratches on the display window, a broken belt clip slot and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a protruding drive support cap, which caused it to alarm an error. The customer stated that insulin was "squirting" out during the manual prime process. He also noted that his blood glucose levels had been running low and that he may have pressed on the drive support cap while still connected to the insulin pump. The blood glucose reading was 137 mg/dl. Advised replacement of the insulin pump. Nothing further reported.